Event description:
This emdr covers the unknown number of catheters and lot numbers associated with the utis.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Manufacturer narrative:
Correction: information added to tab b. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports had pus in his urine and a uti was diagnosed. He was on a treatment dose of cephalexin which just ended a week ago and has been started on low dose cephalexin prophylactic cephalexin 500 mg daily for uti prevention. End user further reports that since on (B)(6) 2024 he has been hospitalized 6 times and has been at 2 subacute rehabs. During the hospital stays he suffered from utis and even had "cold sepsis" from one in early feb. No photo or additional information is available. This emdr covers the unknown number of catheters and lot numbers associated with the utis.